Event description:
Customer reported system is stopping during cases. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank. System operates as intended. This MDR is related to ge healthcare complaint.